Event description:
Event description cpi received information indicating this implantable cardioverter defibrillator (ICD) had approximately 25 non-sustained episodes in the device memory, indicating the ICD may be oversensing.